Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to refute the reported event of type iiia endoleak, as the overlap was sufficient at approximately 4.4cm without a leak at the superior stent margin of the bifurcated stent. However, there was substantial evidence to support the type ia endoleak. Procedure-related harms cannot be determined. The type ia endoleak is most likely user-related due to the off-label neck angle and a 25-bifurcated device in a 34-proximal extension. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device codes - remove 1068, 1354. Conclusion code - remove 11.

Event description:
Additional information received confirming that the physician previously treated the patient by performing a fenestrated endovascular aortic repair (fevar) on (B)(6) 2018. In addition, clinical assessment determined that the patient's aortic neck was off-label at the time of initial implant, and the reported type iiia endoleak was refuted. This report is only for the proximal extension (suprarenal aortic extension). Reference MFR. Report # 2031527-2018-00867 for the reported to the bifurcated stent graft.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, a type 1a endoleak was detected and treated on (B)(6) 2016; reference MFR. Report # 2031527-2016-00575 for patient identifier (B)(6). Then approximately another two (2) years later, a type 1a endoleak of the suprarenal extension with aneurysm enlargement was detected by CT scan. The physician plans to re-intervene and will continue to monitor the patient. There have been no additional patient sequelae reported.